Manufacturer narrative:
Batch review performed on 22 march 2024: lot 2001663: (B)(4) items manufactured and released on 24-june-2020. Expiration date: 2025-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved: batch review performed on 22 march 2024 on gmk-sphere 02.12.0514fr tibial insert fixed sphere flex size 5/14 mm r (k121416) lot. 189062. Lot 189062: (B)(4) items manufactured and released on 04-march-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 1 month after the primary, the patient came in reporting knee instability and the cause of the knee instability is unknown. The surgeon revised the insert and femur. The surgery was completed successfully.